Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient's intraocular lens (iol) lens was displaced and the patient was unhappy. The patient was experiencing extreme blurriness and could not see distance. In addition, the patient was seeing lots of glare at night. Therefore, the lens was explanted and replaced with a tecnis symfony lens. The explanted lens was discarded. Visual acuity pre-operative: 20/30; visual acuity post-operative: 20/50. No incision enlargement, sutures, or vitrectomy required. No additional information was provided to johnson & johnson surgical vision.